Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of main drawer 4.2 is not opening and failed to recover was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #: (B)(4) the fse reported that drawer 4.2 had multiple cubie errors. The fse tested first in hta, popped all lids but failed some cubies. The fse replaced retractor band and reseated row cable. The fse ran hta again, and the drawer passed test completely. During dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that the main drawer was not opening and failed to recover was due shorted adjacent copper strands which lead to thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 failed to open and unable to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there were shorted adjacent copper strands which lead to thermal damage. There were no adverse events or injuries reported based on this event.